Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic remotely for a follow up. It was noted that there was one high ventricular rate episode that did not have a corresponding electromyogram recorded. After the episode was investigated, it was suspected that the electromyogram file may be corrupted or already reviewed by the clinic. The patient was not affected by the anomaly. No changes were made.